Event description:
During the paroxysmal atrial fibrillation procedure, after the sheath was inserted into the patient's left atrium and pvi was performed, an air leak was noted. Multiple attempts were made to aspirate but were unsuccessful. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. No air was found in the patient's heart. No additional venipuncture was performed.

Manufacturer narrative:
An event of air aspiration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.